Manufacturer narrative:
D10: updated. H3: updated. H6: updated the method, result, and conclusion codes with the investigation results. H7: added selections. Investigation results: siemens engineering evaluated the system log files, and found several oracle database errors at the time of the event. The evaluation determined that the customer does a frequent hard shutdown which damages the database on the hard drive. The root cause of the data loss was user error, where the customer is shutting down the system incorrectly and damaging the data on d-drive where oracle keeps the database. There was no system malfunction. The hospital biomedical engineer reloaded the system software on site to address the issue, and the customer was advised to follow the acuson sc2000 instructions for use in chapter 3, "system setup", to correctly shut down the system. Reference: (B)(4).

Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
An acuson sc2000 system was used for a transesophageal echocardiogram, and it would not close the study; ultrasound images were lost, and the study had to be repeated. There was no patient injury.